Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the ok, up arrow, and down arrow keypad buttons are unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 07/01/2013: the device was returned to animas and evaluated by product analysis on (B)(4)2013 with the following results: the up and down buttons were torn off exposing the contacts for both buttons the ok the up, down, and ok buttons were unresponsive. The contrast button was intermittently responsive .removed keypad. The ok, down, and up button contacts were inverted. .contamination under all button contacts. Battery compartment was cracked from the threads to case seal. Battery compartment and cap threads were intact. Able to fully tighten battery cap. Opened pump. No corrosion or moisture in pump. Unrelated to this complaint, display was faded and pink. Removed displayed and placed new good display in. New display contrast returned to normal. Unidentified display failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).